Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead was noted to be dislodged in a chest x-ray. The patient¿s lead was re-positioned successfully on (B)(6) 2019 without any adverse consequences to the patient.